Manufacturer narrative:
Return catheter evaluation: the serial numbers are: iddc: (B)(4) and msd: (B)(4). Visual inspection found a large crack on the manifold luer. Casing shell was propped open and crack propagation was observed. Other luer ports appeared normal with no cracks or crazing. Manufacturing records were reviewed and product was manufactured according to specifications. Specifically, product passed the leak test prior to release. A definitive root cause could not be identified. Patient follow-up information indicated that the procedure was completed and the outcome was good. Ekos just became aware that a user faciltiy had made a report of this incident, so ekos is submitting this MDR now.

Event description:
The user facility report (maude report no. (B)(4)) said: "ekos device was surgically inserted without difficulty for extensive iliofemoral deep vein thrombosis (dvt) with extension thrombus in the inferior vena cava (ivc). Roughly 12 hours later, it was noted that the "warlock hub" of the catheter was leaking normal saline (ns)/coolant. Contact was made with the surgeon and the company representative and the coolant saline infusion was discontinued but the catheter remained in place and was functional. The catheter was then surgically removed the next day. There was no harm to the patient; vena cava was free of thrombus as was the common femoral vein, and the distal portion of the external iliac.... Company would like the device returned to examine and test."